Event description:
The procedure was prepared as following IFU. The tech felt resistance, but continued to deploy, and the handle was extended all the way down the y hub however the stent would not advance out of the sheath at all. The pushing catheter of the stent felt like it disconnected from the rest of the stent system and would move in and out stent freely without advancing the stent. The stent system was taken out of the gastroscope and another taewoong tts was deployed successfully.

Manufacturer narrative:
It was reported that the physician felt resistance during deployment, and the stent failed to deploy. It is hard to review suspected device's DHR because the serial no. Was not checked. It is hard to exactly analyze because the device was not returned yet. Investigation will be conducted once device is returned and we will send follow-up report accordingly.

Manufacturer narrative:
It was reported that the physician felt resistance during deployment, and the stent failed to deploy. As a result of analysis of returned device, the outer sheath was detached and stent was loaded. There was no curve and kinking on the stent loaded part of the outer sheath, and deployment was tried without pressure, but failed. It was manually deployed by hand, holding the tip, and pulled out by force. In the inner sheath, notable kinking was not observed. It is hard to review suspected device's DHR because the serial no. Was not checked. Resistance can be felt due to pressure generated by patient's lesion during deployment. Outer sheath can be stretched and detached so it can cause deployment failure if deployment was tried by force in this situation. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. Based on the deployment failure under no pressure and detached outer sheath, it is considered that delivery system was pressured due to patient's lesion during the procedure and deployment was tried in that situation. It was hard to deploy due to pressure, in which concentrated the force causing strong resistance and the outer sheath was detached in the end, resulting in deployment failure. In addition, it is supposed that deployment failed under the no pressure because delivery system was deformed during procedure. This complaint is assumed that it was a malfunction of the device due to the pressure of the patient's lesion, there will be continued monitoring of the same or similar customer complaints.

Event description:
The procedure was prepared as following IFU. The tech felt resistance, but continued to deploy, and the handle was extended all the way down the y hub however the stent would not advance out of the sheath at all. The pushing catheter of the stent felt like it disconnected from the rest of the stent system and would move in and out stent freely without advancing the stent. The stent system was taken out of the gastroscope and another taewoong tts was deployed successfully.